Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a size 4 actis broke during use. The post on top that connects to the broach handle snapped off making it hard to get out of the femoral canal. The surgery time got extended about 10 minutes. All pieces were retrieved .

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: a1, a2 (age) and a3.